Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 600 mg/dl. The customer stated that while at the hospital, she wore the insulin pump during an x-ray examination. Troubleshooting was performed. The insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
Additional info: currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.